Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a critical care patient on amiodarone, infusion parameters unknown, had a second bag hung around 1530, which was the expected time. The bag had 360 mg in 200 ml volume, and was to run at 17 ml/hr. Approximately two hours later the device alarmed for ail, and the nurse noted that the entire 200 ml had already infused, but the device display still showed the vtbi and vi expected for the rate and volume that had been programmed; there was approximately 166ml volume still to be infused and the vi was 34ml. The patient's physician was notified, and further amiodarone infusion was discontinued. There was no medical intervention, and no patient effects. The hospital biomed evaluated the device and during pm found the flow rate was not correct; rate accuracy testing as reported by the customer "was set to 12.0 grams with a controlled tubing. The unit failed the rest. The actual rate was 30.75 grams." Biomed repaired the device by installing a new bezel assembly and the device passed all repeat testing after repair. The device had previously passed all annual pm testing that was done in (B)(6) of this year. The customer provided a copy of their medwatch report, no number, which states "alaris pump was in use to infuse amiodarone gtt. Guard rales were in use and pump was programmed to infuse at 17ml/hr. A new bag was hung at 1530 with the pump set with new volume amount and the same rate. The amount of the new bag was 200ml. Two hours later at 1730, the machine beeped due to the bag was empty. The volume to be infused was still correct at 166ml left to infuse but the bag was empty. The pump was removed from service until the biomed could review the pump channel. No harm to patient or events from this event. Biomed review of the pump/channel completed (B)(6) 2015. The channel in question is asset # 5935 and serial # (B)(4). The findings included the lvp flow rate was not correct. The preventative maintenance check was completed. The flow rate was set to 12.0 grams with a controlled tubing. The unit failed the test. The actual rate was 30.75 grams. The acceptable error range is +/- 3.4%. The lvp was repaired by installing a new bezel assy. The pump was then calibrated again and passed at 11.85 grams for the 12.0 gram programmed. Additional tests were completed and all passed. Please note that recently alaris had issued a memo related to not using "off market" parts for repairs on these pumps as they resulted in the very same issue that was found with this pump. We do not use off market parts - only alaris parts. The preventative maintenance is annually. This pump had the annual pm in (B)(6) of this rear. All tests passed at that time, which includes the above calibration test. There were no error messages/alarms to the nursing staff of this issue. Biomed reports this is not something that would be caught unless an event occurred or it was noted with the annual pm."

Manufacturer narrative:
(B)(4)